Event description:
The customer reported that keppra 200mg/50ml was ordered to infuse over 15 minutes. The user reported that they scanned the bag and hung it as a secondary infusion, with the bag placed higher than the maintenance fluid. A precedex drip was paused due to incompatibility with keppra. The keppra rate was programmed into the pump and the infusion was started. The keppra bag was unclamped. When the nurse went back to check the infusion they noted the keppra bag was full and the precedex syringe was empty. The user concluded that it appeared that the precedex drip infused instead of the keppra. There was no report of pt harm or medical intervention. Although requested, no further pt or event info was provided.

Manufacturer narrative:
(B)(4). Devices not received, log review only. The customer has requested an event log review. The event logs have been received and the eval is pending. A follow up report will be submitted with investigation results once the eval has been completed.

Manufacturer narrative:
Manufacturer's report date: 07/29/2015. The customer's report of an overinfusion was confirmed. A review of the pcu event log shows the pcu was powered on (B)(6) 2015 10:47 am. Two devices were attached at the time: pump module sn (B)(4) as channel a, and syringe module sn 1(B)(4) as channel b. At 10:48 am, the pump module was programmed to infuse guardrails IV fluids. At 11:40 am, the syringe module was programmed to infuse a basic infusion from a bd 10ml syringe, and subsequently at 11:51 am was programmed using guardrails to infuse dexmedetomidine (precedex) from a bd 50ml syringe. At 2:53 pm, the syringe module's channel off key was pressed. No syringe change was made and the device was then reprogrammed using guardrails for levetiracetam (keppra) for a duration of 15 minutes, which completed as programmed and at 3:19 pm channel off key was pressed. Using guardrails, levetiracetam was then programmed on the pump module to infuse as a secondary infusion for a duration of 15 minutes which then completed as programmed, and the channel off key was pressed which powered off the pcu. Further review of the log noted no further infusions from the syringe module device. The root cause of the customer's report was identified as due to a user programming issue as the incorrect device was programmed which infused an unintended drug.